Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Customer states that she attempted to take a reading on her aviva meter, but obtained an error message. Customer fell approximately (B)(6) later at a (B)(6) while she was in line. Customer was feeling symptoms of weakness in her legs at the time of the fall. Customer did not become unconscious. A "doctor" came over and took her pulse and got her some juice to drink. Customer drank the juice on her own and felt better. She was able to leave (B)(6) on her own. Customer's aviva meter was not coded correctly to the strips she was using. Requested return of suspect device and replacement was sent.